Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first firing in total gastrectomy procedure, the device was unable to fire. It seemed that the product was in a state of pre-fired. The reload was replaced using the same handle and the firing was completed. The status of the patient was reported no problem.